Manufacturer narrative:
The reported events of no sensing, high lead impedance, fracture, and "not possible to insert a lead stylet into the distal part of the lead body" were confirmed. As received, a partial lead was returned in two pieces. Visual examination of the lead revealed an external abrasion breaching the outer insulation exposing the outer coil distal to suture sleeve tie impression with abraded and separated coils. The causes of the external insulation abrasion with abraded and separated coils are consistent with friction to another device or features of the heart and the reported events. A stylet could not be inserted into the distal portion of the lead due to dried blood inside the inner coil.

Event description:
During a follow-up, there was no sensing on the right ventricular (rv) channel. Additionally, there was an increase in pacing impedance and an increase in capture on the rv lead. X-ray was performed which revealed a fracture on the lead. During the revision procedure, the stylet could not be inserted into the lead. The lead was manually removed without the use of tools which resulted in a detachment of the distal portion of the lead. The lead was explanted and the distal portion of the lead was retrieved using a snare wire. The rv lead was replaced and the patient was stable.